Event description:
The manufacturer received information alleging the trilogy evo o2 device was not operating. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.

Manufacturer narrative:
The manufacturer received information alleging the trilogy evo o2 device was not operating. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo o2 device was serviced by a philips service engineer (se) for this issue, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices system printed circuit assembly board (pcba) was preventing the computer from starting on the device. In conclusion, the system pcba was replaced to address this issue. The philips se observed on the device's error logs an error code, machine flow drift high (e-0155), for this device. The philips se evaluated and determined the machine flow sensor was at fault for this system error code. In conclusion, the machine flow sensor was replaced to address the issue. In addition, the philips se recognized a failure in the valves that delivers inaccurate measurements for this device. The philips se evaluated this issue and determined the proportional valve, and three-way (3-way) solenoid valve were causing this issue on the device. In conclusion, the proportional valve and 3-way solenoid valve were replaced to address this issue.